Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/2016. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Advised: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that after wearing the pod longer than 48 hours on the stomach, she noticed bleeding, redness, drainage, and that site was warm to the touch. Patient reported that she had been to two urgent care facilities and reported that sites required lump to be cut and drained. Patient¿s infection was treated with antibiotics intravenously and amoxicillin was also prescribed. Patient did not remember the name of diagnosed infection from culture swab. No additional information available. This complaint is 1 of 3 related events: (B)(4) addresses the pod worn on hip/buttocks. (B)(4) addresses pod worn on stomach. (B)(4) addresses pod worn on unknown site.